Event description:
During a remote follow-up, back-up mode was observed on the device. Premature battery depletion was suspected. The patient was seen in-clinic and it was not possible to interrogate the device using inductive telemetry. No additional intervention has been performed, although a revision procedure is anticipated. The patient is stable.

Event description:
Additional information was received that a revision procedure was performed. The device was explanted and replaced to resolve the event.

Manufacturer narrative:
The reported events of unexpected mode switch, failure to interrogate and premature discharge of battery were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.